Manufacturer narrative:
The pump was received with a blank display due to corroded battery tube. Unable to perform the displacement test, self test, measure the operating currents, or verify weak battery alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump does not start even after using new batteries. The blood glucose was unknown. It is unknown product will return for the analysis.